Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the cook cutting loop tip broke during the transurethral resection of bladder tumor (turpt) procedure (see MFR#1820334-2018-03573). The physician used a second cutting loop and the loop broke (this MFR#1820334-2018-03574). The physician used a third device to complete the procedure. It was reported the physician "cut his hand with the damaged device". There were no adverse effects to the patient reported due to the event and no report of an additional procedure.